Manufacturer narrative:
Other applicable components are:product ID: 3093-28, lot# v004717, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-41, lot# v819530, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that patient's lead was starting to erode and was on her sciatic nerve. The patient stated that the left side device was removed. The right side device battery was supposed to be changed but the patient was not sure if the battery was changed. The patient stated that since 2012, she had no relief and she was put on oral pain pills. The patient was programmed by a representative twice in the past and she did not get relief from the programming. The patient stated another lead eroded this year. The patient stated that she had the left lead removed. The patient stated that the lead was removed near her rectum. The patient stated she had the explant surgery on (B)(6) 2016. The patient was re-implanted with a new device. The patient stated the representative did not spend any time programming and sent her home without knowing the device was working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event was also reported under manufacturer report # 3004209178-2016-08945.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was previously removed because it had malfunctioned. The patient still had pain on their left side and their device was not even in anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.